Event description:
User received high phosphorus for approximately 10-15 patient samples. She did not release the results, but ran them on another analyzer at the site and the results were okay to release. Only one example was provided. Initial result was 19.5 mg per dl, repeat result was 3.8 mg per dl. No treatment was received as the invalid results were not reported.

Manufacturer narrative:
The field service representative determined the r1 reagent probe was bent at the tip and was not dispensing properly. He replaced the r1 reagent probe and ran full calibrations and controls, which all checked well.